Manufacturer narrative:
On (B)(6) 2020 the company received a communication from a distributor that a crack was identified on an instrument. It was reported that during a surgical procedure on (B)(6) 2020 the complainant noticed that the instrument was not holding the implant well and identified the crack. It is unknown how the crack propagated on the instrument. There were no known patient complications associated with this complaint. The procedure was successfully completed using a general hospital instrument. A visual assessment of the returned complaint device showed an instrument with repeated use, as identified by surface scratches and worn laser markings. There was a crack on one of the forceps, distal to the instrument pivot point. A functionality assessment was not performed due to the damaged condition of the complaint instrument. The complaint investigation suggests the possibility that excessive force applied to the instrument handles may have contributed to the instrument malfunction.

Event description:
On (B)(6) 2020 the company received a communication from a distributor that a crack was identified on an instrument. It was reported that during a surgical procedure on (B)(6) 2020 the complainant noticed that the instrument was not holding the implant well and identified the crack. It is unknown how the crack propagated on the instrument. There were no known patient complications associated with this complaint. The procedure was successfully completed using a general hospital instrument.